Event description:
It was reported that the patient was admitted to the hospital with "pre-syncope" episode and an episode of bradycardia was noted on the electrocardiogram (ECG). It was noted the ventricular lead exhibited intermittent, unsuccessful ventricular pacing and varying ventricular lead impedance. It was also noted there was slightly elevated bipolar pacing thresholds along with a suspected ventricular lead insulation failure around the pocket area. The ventricular lead remains in use and the patient was recommended to receive more frequent follow-ups. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k code cannot be determined. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.